Manufacturer narrative:
The circumstances under which the screws were pulled out are unknown. The instruction for use for enterprise 9000x (IFU 746-591-en) states that the caregiver should check the operation of the side rails daily, and contact arjo or an approved service agent if a fault is identified. A review of post-market surveillance data showed that excessive external force applied to the side rail is the most common factor associated with similar detachments. This is consistent with the condition of the component in this case, as the mounting screws had been pulled out, resulting in mechanical detachment of the side rail from the frame. The device did not meet its performance specifications due to the confirmed malfunction. There was no indication that the device was in use for patient care at the time of the event, and no injury was reported. The complaint was assessed as reportable due to the detachment of the side rail.

Event description:
During the pick up of the bed, it was observed that the left head side rail was damaged. There was no indication of patient involvement, and no injury was sustained. Additional information provided by the arjo technician confirmed that the side rail was detached because the holding-panel screws had been pulled out.